Event description:
Pt underwent esophago-gastro endoscopy with esophageal variceal ligation. After procedure completed and scope removed, tech noticed plastic end of saeed multi-band ligator was missing. Physician informed and pt re-scoped - end found in lower esophagus, but unable to remove due to strictures. End piece advanced distally into stomach for passage through lower gi.